Event description:
A user facility clinical manager (cm) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The heparin line on the combiset reportedly separated. The event occurred approximately three minutes after the start of treatment. Blood was noted to be leaking from the port of the combiset where the heparin line separated. No machine alarms occurred. The bloodlines were inspected prior to use with no damage or defects noted. No visible defects were noted after the leak occurred. There was no leaking during the setup/priming phase. There were no changes or disruptions in pressure that could have contributed to the separation. The estimated amount of blood loss was not provided. There was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. A photo of the combiset connected to the machine was provided for review. The sample was not available to be sent back for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A search for companion samples at the distribution centers revealed the entire lot has been sold and distributed. However, a photo of the combiset connected to the machine was provided by the clinic. In the photo a leak could be observed dripping from the heparin line. However, the exact cause of the leak cannot be confirmed since no separation was visible in the photo. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The reported event was able to be confirmed in accordance with the provided photo.

Event description:
A user facility clinical manager (cm) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The heparin line on the combiset reportedly separated. The event occurred approximately three minutes after the start of treatment. Blood was noted to be leaking from the port of the combiset where the heparin line separated. No machine alarms occurred. The bloodlines were inspected prior to use with no damage or defects noted. No visible defects were noted after the leak occurred. There was no leaking during the setup/priming phase. There were no changes or disruptions in pressure that could have contributed to the separation. The estimated amount of blood loss was not provided. There was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. A photo of the combiset connected to the machine was provided for review. The sample was not available to be sent back for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.